Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature that two patients treated for sinus fistulas had recurrence of davfs and died from intracranial hemorrhage and aggravated venous hypertension. There were 37 men and 18 women, ranging from 15 to 85 years of age (mean, 58 +/- 13.1 years).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.